Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was indicated that the patient has had elevated metal ions and pain in the hip. MRI has shown a mass consistent with possible pseudotumor. Patient was then revised for right hip metal-on-metal hip replacement with right hip pseudotumor. Operative notes reported that the short external rotators appear to have been detached and there appeared to be fibrosis versus caseous necrosis of the piriformis as well as the gemelli muscles. There was a large amount of caseous necrosis consistent with pseudotumor. Doi: (B)(6) 2007; dor: (B)(6) 2018; right hip. The patient has bilateral hip implants, please see (B)(4) for the left hip.